Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned oncology treatment was performed by the customer when the issue occurred and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that system was intermittently unable to perform fluoroscopy. Upon troubleshooting fse found that the issue with mdy module in the m cabinet. To resolve this issue, fse installed the mdy module. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was intermittently unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.